Event description:
The staff alleged that a pt fell and the staff did not hear the bed exit alarm or it was not working. Pt allegedly had a laceration to the forehead requiring four stitches.

Manufacturer narrative:
The technician inspected the bed which was located at the end of the hallway, away from the nurse's station. The room has isolation/privacy glass doors. The bed is not equipped with sidecomm, so it is not connected to the facilities nurse call system. The nurses use the bed's localized alarm only. The technician checked the bed exit system and the bed was operating properly. The technician also noted that there were service codes of 50-43 in 2009 at 01:12 hrs. This error code reads ped (pt exit detection) weight too small. Ped was not enabled because, the scale did not measure 50 lbs or more on the bed. Perform a weigh function, and measure the weight on the bed. Re-zero the bed. This may occur if the scale is zeroed with a pt in the bed, or bed exit is attempting to be set with no pt on the bed.